Manufacturer narrative:
(B)(4). On (B)(6) 2018, it was reported that tissue was catching on left side. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on june 25, 2018 revealed that the comb was rough and in bad shape which would cause the tissue to catch on it. The side plates and roller were also damaged on the device. The device produced a passing sample mesh but was out of calibration. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 25, 2018 which included replacement of the roller, worn bushings, worn side plates, and damaged comb. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the comb was rough and in bad shape which could cause the tissue to catch on the comb. The cause of the tissue getting caught on the left side was due to the damaged comb. The root cause of the tissue getting caught on the left side could not be determined with the provided information since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that units tissue was catching on left side. Event occurred during set up. No harm, no delay reported. Inspection revealed that the comb was damaged. No adverse events were reported were reported as a result of this malfunction.